Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, when the device was fired, the white placement tip of the cannula fell off and into abdominal cavity of the patient. The piece was retrieved during the procedure with no additional dissection required. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device with the cannula cap detached from the cannula tabs involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface. It is possible that the cannula cap detached due to damage on the insertion fork; indication of excessive forces were noted on the cap that was found damaged. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).